Event description:
There was an allegation of questionable glucose and creatinin results from the cobas 8000 cobas c 701 module. The initial glucose result was 590 mg/dl and the repeat result was 111 mg/dl. The creatinin initial result was 7.77 mg/dl and the repeat result was 0.91 mg/dl. The initial results were questioned by the physician, and the repeat results were believed correct.

Manufacturer narrative:
The reagents lot number and expiration date were requested but were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) re-routed the rinse tubing as it was inadequate. Instrument checks were performed and found to be acceptable. The investigation determined that the issue is consistent with insufficient service maintenance.